Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. The stent was implanted at a different facility than where the ercp/tissue diagnosis took place, the hospital listed in section e1 is where the ercp/tissue diagnosis was performed. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a 10x60 wallflex biliary fully covered stent was implanted to treat a suspected malignant stricture in the common bile duct (cbd) during a stent placement procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2017, the physician was performing a planned endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure. The physician wanted to remove the stent in order to obtain a tissue sample for diagnosis at the stricture sight. During the procedure, the physician noted that the stent had migrated proximally into the cbd; the physician removed the stent using rat tooth forceps. Tissue sample was completed and a plastic stent was implanted in the patient to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.